Event description:
It was reported that a malfunction alarm occurred. It was reported that a malfunction alarm occurred. Reportedly, the pump got wet prior to the malfunction occurring. The customer reverted to manual injections for insulin therapy. There was no adverse impact to customer¿s blood glucose level.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Root cause: use error. Per tandem¿s t:slim x2 with control-iq user guide: "your pump is watertight to a depth of 3 feet (0.91 meters) for up to 30 minutes (ipx7 rating), but it is not waterproof. Your pump should not be worn while swimming, scuba diving, surfing, or during any other activities that could submerge the pump for an extended period of time."